Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A functional infusion test was performed and the device met specifications. Additionally, sensor calibration testing was performed and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.